Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. Confirm that suture was used on peritoneum. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were two loose passes with each arm of the device performed at the initiation of suture use during the index procedure? Was at least two passes in reverse direction performed prior to closure? Was the stump of the suture cut flush with the surface of the tissue? Or was the stump of the suture protruding from the surface of the tissue? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a laparoscopic (robotic assisted) sacrocolpopexy on (B)(6) 2025 and barbed suture was used on the peritoneum. The patient complained of abdominal pain (without fever) and got intestinal obstruction. Re- operation was performed and a part of the intestine was removed to complete the case. The patient was already discharged from hospital and there was no problem to the patient. The doctor said in conclusion, the exact cause is unknown. The doctor opines it was possible that the end of the suture protruded and a part of the barb got caught in the intestine, and caused tension in the direction of the start of the suture and infiltrated an organ from created a loop that pulled the suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's weight, bmi at the time of index procedure. Unk. Confirm that suture was used on peritoneum. Yes. What was the tissue condition (normal, thin, calcified, fragile, diseased)? No special condition was reported. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Were two loose passes with each arm of the device performed at the initiation of suture use during the index procedure? Yes. Was at least two passes in reverse direction performed prior to closure? Yes. Was the stump of the suture cut flush with the surface of the tissue? Or was the stump of the suture protruding from the surface of the tissue? Possibly he left the end of suture protruding. What symptoms did the patient experience following the index surgical procedure? Onset date? Abdominal pain. Other relevant patient history/concomitant medications? No. What is the physician's opinion as to the etiology of or contributing factors to this event? In conclusion, the exact cause is unknown. However, one possible cause is that the suture at the end of the suture protruded and the barb got caught in the intestine, putting tension in the direction of the start of the suture, creating a loop that pulled the thread, causing the organ to flow into the loop, which may have caused this event. What is the patient's current status? =>the patient has already discharged from the hospital. Lot number? Unk.